Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted body fluid contamination in the lead barrels. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and basic sensing and pacing functions of the device were verified. It was noted that the device would not deliver a shock and a charge timeout was recorded. However, review of the device memory noted it delivered a shock just before it was explanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was not feeling well. Upon interrogation, the device battery was noted to have depleted. Boston scientific technical services (ts) further confirmed premature battery depletion and suggested a device change out as soon as possible. The device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.